Event description:
It was reported to boston scientific corporation, that the rx dilatation balloon was used in an endoscopic papillary balloon dilatation (epbd) procedure. According to the complainant, during the procedure, the physician inserted the rx dilatation balloon into the scope without removing the protective sheath. During advancement into the common bile duct, the physician became aware that the protective sheath was still on the device. An attempt was made to retract the device; however, the protective sheath did not retract with the rest of the device. The protective sheath remained in the papilla. Removal of the sheath was attempted with a basket and forceps which was unsuccessful. It was also noted that the protective sheath was placed. The patient was scheduled to return in 2009 to remove the protective sheath. The stone extraction was completed with the initial rx dilatation balloon. Post procedure the patient was reported as stable.

Manufacturer narrative:
(Protective sheath). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.